Event description:
Information received by medtronic indicated that the customer reported for blocked tubing sets. The customer reported that there was no insulin pump alert about no delivery. The customer said that when blood glucose was going too high, customer replaced infusion set and all ok after that. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown if the customer will continue the use of the device or not. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.